Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name/ occupation: (B)(6), manager additional initial reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The physician assistant (pa) was giving the nurse, all of the getinge representative troubleshooting requests second hand. The getinge representative requested to speak with the nurse directly which the pa denied. Troubleshooting was unsuccessful. The pa said, ¿we¿ve already done all of this.¿ the getinge representative had the pa unplug the fiber optic cable, coil it, and label it "unusable". The getinge representative explained that they would then need to switch over to the inner lumen of the catheter to use as the arterial pressure (ap) source. At the pa¿s request, the getinge representative walked them through the process. It turned out that the unit did not have the appropriate blood pressure cable. The getinge representative gave them multiple areas in the hospital to check for the cable including the other consoles not in use in the cath lab. The pa was adamant that there were no cables ¿like that¿ in their facility. The getinge representative explained that every cardiosave pump comes with one pressure cable and one ECG cable as well as the appropriate adapters. The getinge representative encouraged the team to attempt to find the cable and call if they had any issues zeroing the line. There was no patient harm or adverse event reported.